Event description:
During a lap cholecystectomy procedure, the clips that were placed fell off quite easy. Finally the clips apparently fixated well when the operation was completed. A day after surgery the pt was not well ans underwent open surgery. Then it was clear that the clip was not fixated in the arteria cystica anymore and the pt was bleeding. They stopped the bleeding and the surgery was completed. Yes because of bleeding the pt was reoperated. No pt consequence. One device returning.